Manufacturer narrative:
(Off label peripheral use, incorrect guide wire use). Evaluation summary: evaluation of the returned device found only the damaged filtration element, retrieval catheter and the competitor's guide wire were returned. The filtration element was located on the returned 340cm length guide wire 3.2cm proximal to the tip ball of the guide wire. The filtration element was frozen on the guide wire coils and could not be removed. The filtration element shaft was bunched 2mm and 3mm proximal to its distal end. Three bends were noted in the recovery catheter shaft at 17cm, 29cm, and 30cm. There was also a corkscrew bend at 28.7cm, proximal to the recovery catheter tip. There were multiple bends in the returned guide wire. It is possible that pt's anatomical characteristics contributed to these observed damages. The introducer sheath used during the procedure, filter membrane, distal marker, and tip were separated and were not returned, which may have aided in the determination of the cause. The functional test could not be done due to the damage noted to the recovery catheter. The emboshield nav6 instructions for use (IFU), states: the safety and effectiveness of this device as an embolic protection system has not been established in vasculatures outside of the carotid arteries (coronary, cerebral or peripheral). Removal of the barewire filter delivery wire with the emboshield nav6 filtration element through any interventional devices other than the emboshield nav6 rx retrieval catheter has not been tested. Reportedly, emboshield nav6 was used in a heavily calcified unspecified vessel in the lower extremity and a second unsuccessful attempt to recover the filter was made using a non-abbott multipurpose catheter, which are deviations from the IFU. Emboshield nav6 was used over a non-abbott guide wire (viper wire) instead of the bare wire filter delivery wire, which is also an IFU violation. Labels on the packaging (emboshield nav6 box, delivery catheter pouch, and retrieval catheter pouch) state: warning: only to be used with the emboshield barewire. The emboshield nav6 barewire has a cuff that acts as a distal stop. This stop on the barewire is necessary to prevent the filter from traveling distally past the bare wire tip during the procedure. This stop is also necessary to pull the filter element into the retrieval catheter. The proximal end of the barewire has radial stripes (zebra stripes) to help distinguish it from other guide wires. The IFU notes, warning: only use the barewire filter delivery wire. Use of any guide wire other than the barewire filter delivery wire will lead to the loss of the filtration element or an inability to retrieve the filtration element. The root cause of this event is determined to be associated to user error. A review of the lot history record found no non-conformities relevant to this event.

Event description:
Device malfunction: difficulty recovering filter, filter separation. Time of malfunction: during procedure. Symptoms/ae: material possibly remains in vasculature. It was reported that the emboshield nav6 filter was positioned in a heavily calcified unspecified vessel in the lower extremity over a non-abbott guide wire. During filter removal, the filter could not be captured in the retrieval catheter, nor in a non-abbott multi-purpose catheter. The open filter was then manually pulled and became caught on the introducer sheath. The filter was forcefully pulled out of the introducer sheath. After removal, it was noticed that the nylon filtration element was not on the nitinol frame, nor on the wire. The detached nylon membrane was not seen on angiography and although the location of the membrane is unknown, it's assumed to remain in the pt's body. Though requested, no additional info was provided.